Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing scale markings as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing scale markings. Bd was not able to identify a root cause for the indicated failure mode. H3 : see h.10.

Event description:
It was reported that prior to use with bd preset¿ arterial blood collection syringe the scale markings were discovered to be missing. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, follow the doctor's advice to collect arterial blood from the patient, open the arterial blood collection device and find that the blood collection device has no scale, replace the blood collection device immediately, and report adverse events.